Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced second degree enterocele, chronic left lower quadrant pain, abdominal adhesions and a product problem. It was also reported that the plaintiff experienced scar tissue. There was a revision surgery on (B)(6) 2008. Furthermore, it was reported that the plaintiff died. The cause of death was reported as respiratory failure and metastatic breast cancer. Related to manufacturer report #: 2183959-2014-58191.

Manufacturer narrative:
Lawyer-filled report.